Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Initial aneurysm and vessel morphology was not reported. It was reported that the patient was in for a routine follow up. It was reported that the patient has an unknown endoleak, with aneurysm growth. It was reported that intra-operatively it was confirmed that the patient had a type ib endoleak on the right side coming from the contraleral limb due to the iliac dilating around the graft. The aneurysm had grown 1 cm in diameter since the index procedure. The vessel morphology was reported as non-tortuous with mild calcification. Two aneurx stent grafts were successfully implanted and extended down to the external iliac and the endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression; iliac dilatation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (disease progression; iliac dilatation).